Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. The device was explanted but has not been received for investigation yet.

Event description:
The recipient_s hearing performance is affected. It is unknown if an accident or a trauma has happened. As the user is very young, it is possible a trauma has occurred. The recipient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance is affected. External parts have been checked without improvement. It is unknown if an accident or a trauma has happened. According to the age of the user, it is possible a trauma has happened. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is planned for next year.

Event description:
The recipient_s hearing performance is affected. It is unknown if an accident or a trauma has happened. As the user is very young, it is possible a trauma has occurred. Re-implantation is planned for (B)(6)2018.